Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The plastic tray broke during the trial process.

Manufacturer narrative:
The device associated with this report was not returned for examination. A complaint database search found previous investigations where the root cause was attributed to product wear out; however, misuse (possibly through use error) could not be ruled out. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine. Based on the inability to confirm the reported event or determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.